Event description:
The complainant reported that the clinicians implanted a solyx single incision sling system in a female patient in 2009. The patient was reported to have a "little [urinary] retention" post operatively. The physician saw the patient seven days later, and reported that the issue had resolved on its own. The patient is doing "great".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device remains implanted in the patient; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed.